Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f cordis sheath. A 50/50 contrast and saline mixture was used. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after 4 minutes of post hold, the physician discovered a soft ball size hematoma at the access site. The access site was described as "hard but the area was flat, approximately 10cm x 10cm" in size. Manual compression for 15 minutes was applied to the hematoma, at which time the hematoma was resolved. There were no further complications noted. The patient was ambulated and discharged to home the same day with no clinical sequela noted. The physician noted that he did not believe the event was mynx related. The physician believes the event was related to the patient's bp (blood pressure) being "too high".

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.